Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a hematoma in their back. In turn, surgical intervention was undertaken wherein the entire system was explanted. Patient is now recovering at home after being sent to rehab.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the hematoma has resolved.